Manufacturer narrative:
A retained kit of architect total b-hcg lot 52901ui00 was tested. This lot contains the identical bulk components as lot 52900ui00. Accuracy testing was completed using panels which mimic patient samples. The testing met all acceptance criteria. A review for non-conformances and deviations associated with the likely cause lot was performed. This review resulted in no occurrences that could be linked to the customer complaint observation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified for the customer issue. The architect total b-hcg reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive architect b-hcg result of 132 iu/l was generated. The sample was repeated and a result of <1.2 iu/l was generated. There was no report of impact to patient management.